Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated entriflex 12fr x 43" and guide without the original package or a marked lot number was received for evaluation. A visual check according to product specification confirmed the reported condition. During the investigation, a multidisciplinary team conducted a gemba walk through of the manufacturing process. After reviewing and replicating the reported condition it was concluded that the potential root cause is damage or incorrect function of the equipment (insert hub fixture). After the manufacturing of the reported lot, a series of actions were implemented under a work order to repair the insert hub fixture to ensure that the condition is rectified.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the registered nurse was using a new ng set for teaching and they were trying to pull the guidewire after flushing with 10cc of saline. When pulling, the green cap came off and the hooked end of the guidewire under the cap became embedded in the nurse's thumb. The area was cleaned, pressure was applied and bandaged.